Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Upon removing the tubing set following treatment. The patient found the inside of the cycler wet. The patient did not receive any antibiotics and has had no ill effects. The sample is available for eval.

Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.